Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is january 15, 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 442 mg/dl. The customer did not report any symptoms related to their high blood glucose. The customer treated high blood glucose with insulin pump and manual syringe. Customer's blood glucose value was 300 mg/dl at the time of the call. Customer reported that the high blood glucose levels began over the weekend. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The insulin pump was not returned for analysis.